Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in a moderately tortuous circumflex artery. A non-boston scientific guide catheter and a 0.014 samurai guidewire was advanced which crossed the lesion with no issues. When a 3.00mm x 15mm nc emerge balloon catheter was introduced, resistance was encountered passing through the guide catheter. The resistance could not be overcome and it was noted that fractures had occurred in the balloon catheter shaft. The device was replaced with another of same device and the procedure was successful. There were no patient complications.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Investigation results: device analysis findings: the device was contaminated; therefore, technical analysis cannot be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of cause not established based on the available information as well as unavailability of the device for analysis. This code was selected as the most probable complaint cause based on the information available. The reported event could not be confirmed. As no device or photos of the allegation were sent therefore a clear conclusion cannot be established. Resistance was noted and it is likely the break within the shaft likely occurred due to an excessive force being applied to the device.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in a moderately tortuous circumflex artery. A non-boston scientific guide catheter and a 0.014 samurai guidewire was advanced which crossed the lesion with no issues. When a 3.00mm x 15mm nc emerge balloon catheter was introduced, resistance was encountered passing through the guide catheter. The resistance could not be overcome and it was noted that fractures had occurred in the balloon catheter shaft. The device was replaced with another of same device and the procedure was successful. There were no patient complications.